Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 3 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that low flows and pump stoppages were observed. The patient was asymptomatic. Pump stoppages occurred while utilizing grounded power module patient cable. There was concern for a driveline short-to-shield so the power source was changed to batteries and the patient was given an ungrounded power module patient cable. Almost entire length of driveline was covered in rescue tape by patient at home. Tape was not removed when assessing driveline. Patient is not a candidate for pump exchange. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.